Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. A zero tip retrieval basket was returned for analysis. A visual analysis of the returned device found that the sheath is kinked at the distal end and buckled in several locations. The basket assembly was found separated from the rest of the device and the basket wires were bent/kinked. There was difficulty to remove the sheath from the device due to the damages found, therefore the sheath was forcibly removed to inspect the internal components. However, it was torn during the analysis process trying to expose the splice cannula and pull wire/mandrel. After the sheath was removed, it was observed that the distal section of the device (basket wires) was detached/separated from splice cannula and pull wire/mandrel. The splice cannula has the crimp marks which indicates that the device was properly crimped during manufacturing. It is the most likely that the device could have been excessively manipulated since the failures found are issues that could have been generated by excessive manipulation of the device by the user or excess of force applied to the product during the use of the device, excess of force can cause damages or deformities as shown on the returned device. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in a procedure performed on an unknown date. According to the complainant, during procedure, the basket tip was found to be defective. There have been no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; basket detached.